Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 190 mg/dl at the time of the incident. Troubleshooting was performed. The error was cleared however during troubleshooting it was stated that fill cannula was not recorded in the daily history. The insulin pump is returning for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. No vibration anomalies noted during testing. Audio/vibrate anomaly/absence of alarm not confirmed.